Manufacturer narrative:
Additional information: a2, a3a, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pancreatic duodenectomy, when creating a pancreaticojejunostomy, while suturing the needle tip broke. An x-ray was used to locate the needle tip. The surgical procedure was extended by two hours due to the device issue. Another suture was used to resolve the issue. The needle tip was found outside the body of the patient on the device table. The doctor reported that the needle was soft and easy to break.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pancreatic duodenectomy, when creating a pancreatic ojejunostomy, while suturing, the needle broke. An x-ray was used to locate the needle tip. The surgical procedure was extended by 2 hours due to the device issue. Another suture was used to resolve the issue. The needle tip was found outside the body of the patient.